Event description:
An elderly female patient had a back slab plaster cast applied to her arm, which remained in place for approximately 2.5 weeks. This exceeded the usual duration of approximately one week. It was reported that no padding was used beneath the cast and no inspection windows were created. A mepilex border flex dressing was applied under the cast. Upon removal of the cast, the dressing was observed to have hardened, possibly due to absorption of plaster material, and was difficult to remove from the patient's skin. Following removal, the patient developed a pressure injury at the site. The wound was initially assessed as unstageable and subsequently underwent debridement, after which it was classified as a stage 2 pressure injury.

Manufacturer narrative:
The manufacturer received a complaint involving a mepilex border flex dressing used under a plaster back slab cast on an elderly female patient. The cast remained in place for approximately 2.5 weeks, exceeding the typical duration of use. It was reported that no padding was used and no inspection windows were present. Upon removal of the cast, the dressing was observed to have hardened, possibly due to interaction with plaster material, and was difficult to remove. The patient subsequently developed a pressure injury at the application site, which was initially unstageable, required debridement, and was later classified as a stage 2 pressure injury. An investigation was conducted, including a review of available complaint information. No manufacturing nonconformances or deviations were identified that could have contributed to the reported event. Based on the available information, the reported event is attributed to use-related factors, including prolonged application of the plaster cast, absence of padding, and lack of routine skin assessment. These conditions may have contributed to sustained pressure and compromised skin integrity. The reported hardening of the dressing is consistent with environmental exposure to plaster materials rather than a device performance deficiency. Conclusion: the complaint is determined to be not confirmed as a device-related malfunction. The event is attributed to use error/procedural factors, and no corrective or preventive actions related to product quality are required at this time.